Event description:
Medtronic received information that two years and one month following the implant of this transcatheter bioprosthetic valve, an echocardiogram showed a gradient of 15mmhg. Three years and ten months post-implant, the patient had a syncope event, and an echocardiogram showed a mean gradient of 60mmhg. It was reported that the valve appeared to be heavily calcified via computed axial tomography scan. There was no evidence of thrombus or leaflet thickening on the bioprosthetic valve; however, calcium was noted. Stenosis of the valve was reported. It was noted that there was leaflet calcification that could have contributed to the elevated gradient. In addition, the mean gradient before the valve was implanted was unknown. No intervention or treatment was performed or scheduled. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Image review: two jpg images were provided for review. Protruding calcification seen inside the valve frame. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. High and elevated gradients can be related to valve related factors (degeneration, thrombus, calcification, etc) or non-valve related factors (lvot obstruction, patient pressures, lv dysfunction, etc). Calcification is a bioprosthetic valve failure that is patient influenced. As calcium deposits form on the valve, they can potentially cause narrowing at the opening of the valve. The presence of calcification and its rate of formation is dependent on patient condition (e.g., blood chemistry). Stenosis is a known potential adverse effects per the device instructions for use (IFU). Stenosis of bioprosthetic valves can be a manifestation of structural valve dysfunction (e.g. Calcification), thrombosis, and/or non structural dysfunction (e.g. Pannus, obstruction, etc.). Several factors can contribute to the onset and propagation of either failure mechanism such as patient medical history (age, disease stage, comorbidities, etc.), pharmacological factors, and/or intrinsic properties of the valve itself. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.